Event description:
The infusion pump was reported to not alarm for air in line. The pt's arm had swelling which resulted in amputation of the hand and forearm. Several hrs later the pt then passed away.